Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.50/+3.50/97 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced refractive surprise. It was additionally noted that calculation is being done in plan to reposition the lens. Lens remains implanted. The problem is reported as not resolved.